Event description:
Information was received that reported a patient was hospitalized in 2009 due to an incident of diabetic ketoacidosis. Per the reporter, the patient had high blood glucose beginning on 07/11. The patient was brought to the emergency room. She was admitted to the hospital with a diagnosis of diabetic ketoacidosis. Upon admit, her blood glucose was 784 mg/dl. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operation or functional failure was detected, and the product was within specification.